Event description:
It was reported that the pump was involved in an overinfusion. Reportedly the pump was programmed to infuse a d5/.45ns solution at 125 ml/hr, however the 1l bag emptied in only 3 hrs. There was no pt injury.